Event description:
Patient reported that the livongo blood pressure monitor continued to inflate, and that the cuff was too small and they experienced bruising when they attemped to take a reading. The patient did not receive medical attention due to the bruising. The proper testing procedure was reviewed during troubleshooting.

Manufacturer narrative:
The device associated with this incident was not returned for investigation due to patient disposing of the device.